Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion from l5 to s1. At seventy days post op, the patient was complaining of back pain. Scans show that the plate and screws had backed out of the l5/s1 vertebral bodies. A revision surgery was conducted to perform a posterior fusion. The plates and screws were not explanted.

Manufacturer narrative:
A review of the device history records for this device was not possible without additional device information. Review of radiographic images provided show collapse of the interbody graft with subsequent collapse and breakage of the l5 screw. Considerable lysis is noted of the inferior l5 endplate and superior s1 endplate. The device remains implanted and is not available for return to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.